Event description:
The customer reported that a pt was on the table and being prepared for procedure when the monitor fell to the floor. The monitor was in place on nurse's side of the table. There was no staff on that side of the table and there was no movement of the monitor when it fell.

Manufacturer narrative:
(B)(4). Eval method, results, and conclusion: investigation is still ongoing on this incident. When investigation is completed a f/u report will be sent to the FDA.